Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Upon the first deployment attempt, it was observed that the positioning of the valve was too annular in relation to the target implant depth of 1-2 millimeters (mm). Subsequently, the valve was recaptured. Upon the second deployment attempt, an infold was identified. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A new valve, new delivery catheter system (dcs), and non-medtronic guidewire were opened and prepped. It was noted that a non-medtronic transcatheter valve was utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. Additional information was received to clarify the second medtronic transcatheter valve, and second dcs were attempted in the patient; however, a proper implant depth of the inflow on the left coronary cusp (lcc) was unable to be obtained after two recaptures and the second valve was not implanted. Therefore, the physician decided to switch to the non-medtronic valve as the patient's anatomy was a concern. Nopatient complications were reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Upon the first deployment attempt, it was observed that the positioning of the valve was too annular in relation to the target implant depth of 1-2 millimeters (mm). Subsequently, the valve was recaptured. Upon the second deployment attempt, an infold was identified. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A new valve, delivery catheter system (dcs) and non-medtronic (cook lunderquist) guidewire were opened and prepped. It was noted that a non-medtronic (edwards) valve was utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} product ID {d-evolutfx-2329}; product lot/serial number {0013015536}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} non-medtronic product ID: edwards; serial number #: unknown; ubd: unknown; implant date: (B)(6) 2026. Non-medtronic product ID: cook lunderquist; serial number #: unknown; ubd: unknown; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.